Event description:
It was reported that approximately forty hours after a coronary artery drug eluting stenting treatment procedure, a total thrombotic occlusion occurred. The lesion was located in the left anterior descending (lad) artery. The vessel size was 2.50mm in diameter and 90% stenosed. The lesion was pre-dilated with an unspecified balloon and a taxus liberte 2.50x16.0mm drug eluting stent (des) was successfully implanted in the lad. Approximately forty hours after the procedure, the patient experienced acute myocardial infarction and was diagnosed with a total thrombotic occlusion in the previously placed taxus liberte des. Several attempts for follow-up in regards to the re-intervention and current patient condition have been made but no additional information has been received as of the date of this report. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.